Event description:
A malfunction was reported on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and received a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, including storage mode activation, return procedures, and the necessity to transfer and connect settings to the new pump. The customer acknowledged and understood all instructions, and a signature was requested for the delivery of the replacement pump.